Event description:
During verification testing at the service center, the device displayed an e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.